Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2020-00049 to 3003853072-2020-00054.

Event description:
It was reported that the threads of six blockers were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. This is report four of six for the event.

Manufacturer narrative:
Additional information in b4, d4: unique identifier (UDI), d10: device availability, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The devices were returned and the specified identities verified to match the reported part and lot numbers. Visual inspection found that all 6 closure tops had outer thread damage. The complaint is confirmed for 6 closure tops having outer thread damage. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that the threads of six blockers were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. The reported complaint was confirmed. The exact cause of this event can't be determine with the available information. However, the thread damage is consistent with past failures of this nature attributed to improper seating of the closure top in the screw head during torquing, resulting in cross-threading leading to thread damage.

Event description:
It was reported that the threads of six blockers were damaged during the procedure. They were removed and replaced with alternates to complete the case. There was no reported patient harm. This is report four of six for the event.